Event description:
During meniscal repair t2 would not deploy leaving t1 unsupported in the patient. Additional fast-fix device was used to completed repair.

Manufacturer narrative:
Device is not being returned for evaluation.(B)(4).